Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. 02

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there was evidence of a voltage drop /excessive battery usage observed in black box. The pump powered on with the returned battery cap and the cap was able to fully tighten. Current electrical draws were within specifications and there was no evidence of excessive pump temperature duplicated during investigation. The pump case was removed and no evidence of moisture or loose components were inside the pump. Unrelated to the original complaint, the battery compartment was cracked.